Event description:
It was reported, the bronchofibervideoscope had an image that disappeared. The issue occurred during an unknown unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found no image, screen blacked out and was not able to be restored, due to other failure modes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during an inspection of the device by olympus staff member.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6. Corrected fields: e1 (added telephone number.) G3 correction of the initial medwatch. The aware date should be 05-march-2024 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the reported image issue; therefore, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "evis eus ultrasound bronchofibervideoscope olympus bf-uc290f important information ¿ please read before use warnings and cautions ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage." Olympus will continue to monitor field performance for this device.